Event description:
Total needle disengagement. "Needle was in skin and zyderm ii splattered patient in face." There was no injury to patient or staff. The event is being reported because recurrence could potentially cause injury.